Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ECG (electrocardiography) 12 lead was slow to take. There was patient involvement, however no health consequences or impact, although slow to take the 12 lead was successfully obtained.